Manufacturer narrative:
The ventilator did not stop alarming with a medium priority alarm, but only audibly and not visually, neither with the alarm light nor with an alarm text. Stopping and restarting ventilation caused the alarm to stop temporarily, but after ventilation restarted, the alarm sound was heard again, with no visual alert. Only a reboot of the device stopped the alarm. Ventilation continued, the alarm tone could also be reduced, but the continuous alarm was disturbing. No patient was harmed during this event, a intervention was necessary to restart the ventilator. The problem is not reproducable on the analysis device sw version 1.2.1. Therefore it is hard to detect the error from here, it was tried with svereal scenarios without a result as the customer reported. The problem happened only once and the description of the customer is not sufficient enough that it supports our investigation. The sound will be generated from ip esm with the ip board and at the end it goes to the speaker. For deeper analysis, to potentially discover the root cause, hamilton medical ag requested to return the ip esm with the ip board together, to analyze it. Hamilton medical ag comes to the conclusion that: further investigation is needed with the current information provided the event is not reproducable.

Event description:
The following was reported to hamilton medical ag: "at (B)(6) hospital in japan above mentioned hamilton-c6 could not be silenced. The audible alarm kept ringing. Adjusting the volume did not result in changing or the sound level. There was no patient harm but the device was replaced."